Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "[the broach handle does not clip tightly when broach/rasp has been engage. Surgeon needed to grip the handle tightly to avoid the handle clip from opening when impacting the rasp]" the product was not returned to depuy synthes, however photos were provided for review. The device 257000000, summit universal broach handle can be seen attached and no visual damage can be observed that would contribute to the reported allegation will not hold/retain. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate.

Event description:
It was reported that broach handle does not clip tightly when broach/rasp has been engage. Were you in the procedure at the time of the event? No. Event outcome: how was it managed? Surgeon continued using it by making a strong grip on the handle was there any consequence to the patient due to complaint? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Please give a detailed explanation of the event. The broach handle does not clip tighly when broach/rasp has been engage. Surgeon needed to grip the handle tightly to avoid the handle clip from opening when impacting the rasp (see attached photo).

Event description:
Additional information was received: a. Was there any surgical delay? No delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.